Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a tracheostomy tube had to be replaced. A nurse performed a device replacement for a patient at their home. Within 10 minutes, the patient's oxygen saturation began to drop, the heart rate began to increase, and the patient's skin color began to change. The primary care giver (pcg) suctioned the patient and performed chest physiotherapy, which brought no change to patient status. The pcg called 911, and began to manually ventilate the patient, which was continued until arriving to the hospital. The tracheostomy tube was then replaced by a physician. Additional information has been requested.

Manufacturer narrative:
(B)(4). One pediatric tracheostomy tube was received for evaluation. Visual inspection was performed, and it was observed that all the components were assembled properly in the tube. The length of the cannula and the angle of the tube were measured and found to be within specifications. The customer reported malfunction was not confirmed.